Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that, a consumer received a result of 502 mg/dl on their blood glucose meter. The consumer immediately performed three more additional tests getting results of 532 mg/dl,108 mg/dl and 588 mg/dl. The difference in the readings was determined to be clinically significant. The test strips in question will be returned for evaluation.